Event description:
On (B)(6), 2011 a vns patient reported that she had her vns explanted in 2001 because she was having voice alteration with every vns stimulation and that it would not go away. She reported that the surgeon left a portion of the lead in place when he explanted her device and now she needs to have an MRI so wants the rest of the lead explanted. The patient's physician and surgeon in 2001 at the time of explant are no longer treating/implanting vns and therefore cannot be followed up with. Although the patient is seeing a new physician, he is not a vns treating physician and would not have answers to vns related questions from back in 2001 when the event occurred. The patient's programming history was reviewed and the patient was disabled on (B)(6), 2001. The last system diagnostics test listed was from (B)(6), 2001 which showed output=ok/lead impedance=ok/dcdc=1/eri=no.

Event description:
Additional information was received on (B)(4) 2011 when it was discovered that the explanted product had been discarded by the hospital.